Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed a slight elevation in pump power and estimated flow, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established. The submitted system controller log file captured slightly elevated power and flow values from 10mar2019 05:40:23 pm through 13mar2019 08:14:16 pm. Power ranged between 5.0 and 6.6 w during this time, and estimated flow ranged between 4.8 and 7.8 lpm during this time. Power and flow appeared to return to baseline values from 14mar2019 through the remainder of the log file. Despite the observed parameter elevations, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The account communicated that the pump would not be returned for evaluation. Multiple requests for additional information regarding the event were issued to the customer; however, no further information has been provided at this time and there is no product available for investigation. The investigation file will be closed accordingly. The heartmate ii lvas IFU lists device thrombosis, stroke, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 4 years & 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for large right middle cerebral artery infarct, with suspected pump thrombosis, increased ldh and cola colored urine. During the analysis of the log file it was observed that there was power and flow elevations starting on (B)(6) 2019, then the power and flow dropped back to baseline readings. There is not enough evidence to say it is due to a thrombus. Patient has continued to deteriorate, however vad has no alarms and is functioning properly. Large evolving right mca infarct again noted with associated mass effect. This appears similar in extent to prior study with similar degree of mass effect. Patient currently in ICU at this time, no intervention for stroke at this time. It was reported that the patient was expired on (B)(6) 2019. No further details were available.